Event description:
It was reported that a patient underwent a breast implant surgery on an unknown date in 2025 and topical skin adhesive was used. After surgery, the patient's skin reaction has occured seriously so patient has to remove out breast implant. User is familiar to using this topical skin adhesive. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the procedure date (dd/mm/yyyy)? What date did the reaction occur on (dd/mm/yyyy)? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication) ? If so, please specify. If medication was required, please clarify if it was prescription strength. Can you identify the lot number of the product that was used? What is the most current patient status? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Please provide a description of the event, symptoms, and manifestation of the reaction. Date and results of re-operation? Did the patient experience an infection? Was there a reaction or any issue with the breast implant? What was reason the breast implant was removed? Were any cultures taken? Results? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to prineo/ dermabond application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, age or date of birth, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Will product be returned? If so, please provide the return date and tracking information.